Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesions were located in the calcified right coronary artery (rca) and posterior descending artery (pda). After a 182cm luge guide wire was used during percutaneous coronary intervention (pci) in rca, the wire was then advanced at the distal end of the pda, doubled back on itself at the junction between opaque and non-opaque wire. Following treatment of the two lesions, the wire was then attempted to be removed. However, the wire sheared at the junction. A non-bsc rescue wire was attempted to pass through the implanted non-bsc stents. One of the stents occluded the side branch and the proximal stent had become deformed and trapped the rescue wire, which was then retrieved with a snare. At this point the procedure was aborted with the sheared wire still in place at the bifurcation of pda and postero-lateral artery (pla) as the patient was in pain. Six days after, the patient was brought back to the catheterization laboratory and the stents were fixed. The sheared distal wire was retrieved with a snare. No further patient complications were reported and the patient's status was well and recovering.